Event description:
It was reported that the bd 1ml 29ga syringe experienced product damage, and scale marking issues. The following information was provided by the initial reporter: the customer's report is that the barrel (the scale area) was damaged/dented.

Manufacturer narrative:
H6: investigation summary customer returned (1) 1cc, 12.7mm, 29g syringe in an open poly bag from lot # 1074339. Customer states that the barrel (the scale area) was damaged/dented. The returned syringe was examined and exhibited a crushed barrel. See attached photos. A review of the device history record was completed for batch # 1074339. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. The root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd 1ml 29ga syringe experienced product damage, and scale marking issues. The following information was provided by the initial reporter: the customer's report is that the barrel (the scale area) was damaged/dented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.